Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was giving him a no delivery alarm after trying multiple sets and already speaking with diff reps, so at this point I will be replacing the pump, customer was clearing the alarms. Customer states my son insulin pump is saying no delivery alarm, we did a full rewind, we tried to resume it and nothing was happening. The customer's blood glucose was 500 mg/dl. Customer declined to troubleshoot. Bolus treatment inquired what led up to the complaint. Adv to always complete rewind/load reservoir process before connecting back to set. Adv to disconnect at the quick release. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer does not want to remove site to set cannula, advised to change out entire infusion set. The insulin pump will not be returned for analysis.